Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of needle precisionglide 30x1/2in experienced a clogged/blocked needle during use. The following information was provided by the initial reporter: we bought a 0.30 x 13 mm needle box from lot 9112781 with manufacturing and when using it we realized that there was no light, needle was clogged, we are also having a hard time injecting the liquid we have to make a strong pressure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle precisionglide 30x1/2in experienced a clogged/blocked needle during use. The following information was provided by the initial reporter: we bought a 0.30 x 13 mm needle box from lot 9112781 with manufacturing and when using it we realized that there was no light, needle was clogged, we are also having a hard time injecting the liquid we have to make a strong pressure.